Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) pt stated he is having issues with the adaptive stim feature. Pt stated it was working but it stopped working maybe a month ago. Pt stated that this past weekend his group c setting had defaulted to zero on all programs. Pt stated he was programmed with adaptive stimulation a few months ago by a manufacturing representative (rep). The pt tried to call the rep but she has not returned his calls patient services (pss) tried to have pt connect with his controller to review his program options: pt stated he has program a b and c but no adaptive stim feature seems to be available on these groups.